Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the site. There was no reported impact to the customer's blood glucose level during these past occlusions. As these occlusion alarms occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.